Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). Caller reported coupling/charging issue. The caller reported that they were having difficulty charging the ins. Information on how to charge the stimulator was reviewed with the caller. The charging efficiency fluctuated between 0 and 6 coupling bars. The stimulator was on at the time of the call. The caller was going to have the patient continue to charge the ins. No symptoms and no further complications were reported.